Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the superficial femoral artery. A 4.0mmx40mmx80cm sterling balloon catheter was selected for use. During introduction and treatment of a tight, calcified lesion, the balloon ruptured. The affected device was removed from use and the procedure was completed using a different device. No patient complications were reported, and the patients condition was reported as normal.